Event description:
It was reported that the patient experienced a low blood glucose while using an ilet system with a g7 cgm, after eating dinner without announcing the meal, which resulted in corrective insulin delivery by the pump and subsequent hypoglycemia; the patient treated the event with three glucose tablets and noted similar evening occurrences, and the user interface and use of meal announcements were implicated as part of the procedure. Symptoms included hypoglycemia and dizziness. Outcomes included the need for unexpected medication intervention to treat the low and classification as a serious injury or illness. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device malfunction, a usage problem related to failure to follow instructions for meal announcement, and involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.